Manufacturer narrative:
(B)(4). Results - evaluation of the returned product shows that the unit does power up, but does not sound the alarm when the magnet is removed from the magnet plate. There was no visible damage to the unit. (B)(4).

Event description:
Customer reported the alarm has power, but does not sound when the magnet cord is detached from the alarm. The batteries were replaced with a new supply. There is no visible damage to the outside of the alarm reported. There was no patient incident or injury reported.